Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the stroll study approximately three years after having a stent placed in the left common iliac artery the patient experienced a stent fracture. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the left common iliac artery. The vessel was a de novo lesion with minimal calcification and a 60% stenosis. Access was made on the contralateral side. The lesion was not pre-dilated. A smart control stent was successfully deployed in the mid potion of the artery and post dilated. A second non-cordis stent (express ld) was implanted proximal to the study stent and post dilated. The procedure was successfully completed. There was no reported injury to the patient. The patient was discharged the same day with aspirin and clopidogrel prescribed. Approximately three years post procedure a follow up x-ray revealed a stent fracture. As per the study coordinator, although reported by the site, a stent fracture was not identified by the core lab upon their analysis of the same x-ray. There was no treatment for the fractured stent. There were no target vessel revascularizations performed on the patient since the stents were implanted. No injury/complications reported during the index procedure. And there do not appear to be any other adverse or major adverse events reported for this patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. At this time it is unknown if there was an actual stent fracture as the core lab review was negative. However, with the information available at this time we cannot rule out the possibility of the stent fracture as reported by the site. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As reported by the (B)(6) study approximately three years post index procedure the patient experienced a stent fracture. The patient is a (B)(6) male who was enrolled in the (B)(6) study for stenting of the left common iliac artery. The vessel was a de novo lesion with minimal calcification and a 60% stenosis. Access was made on the contralateral side. The lesion was not pre-dilated. A smart control (c07120mb/ lot 13424526) stent was successfully deployed in the mid potion of the artery and post dilated. A second stent (express ld) was implanted proximal to the study stent and post dilated. The procedure was successfully completed. There was no reported injury to the patient. The patient was discharged the same day with aspirin and clopidogrel prescribed. Approximately three years post procedure, a follow up x-ray revealed a stent fracture. As per the study coordinator, although reported by the site, a stent fracture was not also identified by the core lab upon their analysis of the same x-ray. There was no treatment for the fractured stent. There were no target vessel revascularizations performed on the patient since the stents were implanted. No injury/complications reported during the index procedure. And there do not appear to be any other adverse or major adverse events reported for this patient.